Event description:
Related manufacturer reference number: 1627487-2023-03528. Related manufacturer reference number: 1627487-2023-03561. It was reported the patient lost weight, causing the ipg to flip in the pocket and the extensions to be tangled. Surgical intervention was undertaken on (B)(6) 2023 during which the ipg was repositioned to its correct orientation, and extensions were straightened to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.